Event description:
Vns patient has experienced a slowed heart rate. The patient had recently been seen by a cardiologist for reasons unrelated to the vns at which time the cardiologist reportedly told the patient that their heart rate was below normal and that is was probably caused by the vns device. The patient reportedly did not notice the abnormal heart rate before their visit with the cardiologist. Treating neurologist indicated that the patient has a history of major psychiatric problems and over using of the magnet which results in chest pain. The patient is reportedly hospitalized for their psychiatric problems at this time. Investigation to date has been unable to determine whether the patient has previous cardiac history.